Event description:
Ous MDR - this rv lead was implanted in (B)(6) 2011 and by the end of (B)(6), a steady increase in shock impedances was observed. Since (B)(6), the value has consistently been > 150 ohms. This lead was explanted.

Manufacturer narrative:
Ous MDR.